Event description:
It was reported to philips that the device needed to have (B)(4) implemented as there were hardware and software issues. There was no patient involvement.

Event description:
It was reported to philips that the device needed to have fco 86100172 implemented as there were hardware and software issues. There was no patient involvement. The therapy pca was returned and investigated by the philips failure analysis lab on 15feb2021. The lab included the following evaluation: the therapy board under test was placed on the fixture, and turned on while the xl+ therapy knob was set to monitor. The unit powered up normally but displayed inop message ¿therapy disabled ¿ run op check¿. The status of the ready for use (rfu) indicator was observed and found to be a red flashing hourglass w/chirp indicating that the device is not ready for use. It was determined that the power control module ic; u3 was defective. Part is bga form factor and we have no known good replacements. Testing stopped at this point.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.